Event description:
The facility reported an infusion pump witha failure code 810:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have nor record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.